Manufacturer narrative:
Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges was leaking from the o-ring. Reportedly, the customer was filling the cartrdige on the pump. Tandem technical support informed the customer that filling the cartridge on the pump is off label per the tandem user guide. Customer loaded a new cartridge to address the issue. The blood glucose (bg) level of "high"; although specific value was not provided. Elevated bg was addressed by a bolus via the pump.